Manufacturer narrative:
The anomaly observed in the field was confirmed via review of the stored egms. The device was tested on the bench and in the automated test equipment. No anomalies were detected and the device met all specifications. The device's header wires were x-ray inspected; no anomaly was found. It is suspected that the noise was caused by a lead-device header loose connection.

Event description:
It was reported that the patient had seven non-sustained events in the vf zone due to noise on the ventricular channel. The noise could not be reproduced with arm movement and positional testing. It was believed that the noise was caused by a damaged lead, but the lead analysis showed no damage that would contribute to the noise. It is suspected that there may have been a loose lead-header connection issue.